Manufacturer narrative:
The hardware investigation of the returned x-stage cover confirmed the previously reported findings that the reported event was related to a mechanical issue caused by physical damage to the cover. The cover did not pass visual inspection as there were scrapes and dents through out the cover. The reported event was confirmed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2016 a medtronic representative performed an imaging system check-out, imaging modalities and safety inspection areas passed. Mechanical test failed. X drive, door failure. Door cannot be closed and forward and backward movements are not working. Imaging system is requesting m motion calibration but seems to be failing because the forward and backward movements are not working. The medtronic representative manually closed the door and after re-homing, this issue was resolved for the door. During the inspection procedure from the x-drive ball screw, found the x-drive motor would rotate, however, could not apply any power to move the x-axis. The medtronic representative manually tightened the part according to procedure steps from x-drive ball screw replacement. Issue resolved. X-stage cover replaced due to damage. System performed as intended. Return requested. Replacement x-stage cover shipped to site (B)(6) 2016. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a site that their imaging system door cannot be closed any longer. The site reported that the forward and backward movement on the imaging system was not working properly. The system is requesting m motion calibration, however, seems to be failing because of the forward and backward movement not working. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.